Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose level of over 600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids, anti-nausea medication, and manual injections. Customer alleged pump did not deliver insulin as intended. Additionally, an occlusion alarm occurred. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.